Event description:
Health care professional (hcp) reports leak from 3 ultra sets used by hospice center. Exact source of leak(s) could not be determined and samples were discarded by hospice staff. Per hcp, there was no injury or medical intervention as a result of indicents. Dialysis hcp states they gave sets to hospice center and she is not sure how sets were used by hospice staff. Hcp adds leaks may be a result of a user issue and not related to dialysis.